Event description:
Customer's wife reported hospitalization due to low blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was 30 mg/dl. The paramedics were called. The paramedics stabilized the customer and left the scene. Customer started vomiting again, so his son had taken him to the emergency room. Customer stated that he may not have estimated the carbohydrates correctly. Due to the heat he should take more carbohydrates. Customer also stated that the insulin pump was dropped in the toilet at the hospital. The insulin pump has water damage. The current blood glucose reading is 181 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.